Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level reached 350 mg/dl. The pod was worn between 5 and 24 hours. The patient was treated with insulin infusion and pen correction. The patient was released after 3 days in the hospital.